Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a cholesteatoma. The patient was reimplanted with a new device during the same surgery on the contralateral side.

Manufacturer narrative:
The report is filed october 30th, 2015.